Manufacturer narrative:
H6-podiatric consultant examined patient notes, operative and follow-up notes, pathology report, and x-rays. Review of materials indicate foreign body reaction likely to have taken place. Incidence of complaints to be monitored for further occurrence.

Event description:
Reverse bunionectomy procedure was performed on patient's right foot. At approximately 3 months post-op, patient experienced pain, edema, and x-rays found resorption of fifth metatarsal head. Possible adverse reaction to absorbable pin.